Event description:
The customer reported the "nurses noticed smoke coming from the root." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The completed failure analysis found the ac/dc power supply in the root was outputting 0 vdc and had signs of damage.